Event description:
Discordant sodium results were obtained on an advia 1650 for three pts. The results were reported to the clinician(s). The samples were rerun on an alternate advia 1650 instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined the root cause for the sodium electrode failure was that the electrode was in use since (B)(6) 2010 (beyond the 3 month on system use life). Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temperature longer than 24 hours after blood collection or samples that are decomposed. The sodium electrode was replaced and the instrument is performing within specs. No further eval of the device is required.